Event description:
It was reported that, during a da vinci-assisted sigmoid colectomy, cholecystectomy, and cystostomy closure, the inferior mesenteric artery (ima) became trapped between the jaws of the vessel sealer extend (vse) instrument, resulting in tissue tearing and incomplete sealing of the artery. This led to bleeding and required conversion to open surgery. The vse was used for approximately one hour, during which tissue buildup was observed on the instrument's jaws which was difficult to clean. Insufficient sealing and tissue adherence occurred while sealing the ima. The estimated blood loss was 100 milliliters. As a result, the patient had a longer-than-expected hospital admission, a larger incision, and increased pain; however, there was no unplanned tissue excision, and no post-operative complications were associated with this event. The surgeon attributed the event to inadequate sealing by the vse.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Manufacturer narrative:
Correction: section d about product lot number and sequence number device evaluation: intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument passed engagement, recognition, cut, seal and initialization tests. The jaw moved with a full range of motion, and no damage was found at the distal end that would cause any failure of the instrument. No errors were found in the system logs. The instrument moved intuitively with a full range of motion in all directions , with the grip tips opening and closing properly. The instrument was fully functional and no product issue was found. The vse log review revealed that the instrument was installed 2 times and passed homing 2 times. There were 71 cut complete events were noted with no errors. E-100 logs show 5 coag events with no errors and 91 seal events with 13 high initial starting impedance errors.

Event description:
Refer to h11 for follow-up information.